Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application or be interrogated in clinic due to a potential bluetooth malfunction. Resolution was discussed but not performed. There were no patient consequences.

Event description:
New information received indicates the device was still unable to pair. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicates that a bluetooth reset was performed and the device was able to pair. The patient was stable.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.